Event description:
It was reported that guidewire got stuck when inserting catheter. A new catheter was used and inserted. (B)(6) 2023 - the returned guidewire was found elongated with the inner core wires protruding from between the outer coil wires.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed but the cause is unknown. A photograph of the implicated 70cm guidewire was returned for evaluation of this complaint. The outer core wire on the guidewire was elongated near the distal j-tip end. The inner core wire was seen protruding from between the coils of the outer coil wire. Elongation of the coil wire can occur when the inner core wire is either broken or sheared. The exact root cause of the damage could not be determined from the photograph alone. Microscopic examination and dimensional analysis could not be conducted without the physical sample. Possible contributing factors could include the insertion technique, dimensional incompatibility between interfacing devices, or the guidewire being retracted through the needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stick within the needle. If the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire. H3 other text : evaluation findings are in section h.11